Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The initial report had the incorrect information. The updated narrative summary has been provided in section b5 with this report.

Event description:
The customer went to take a planned covid 19 test on (B)(6) 2021 for a planned heart surgery. On (B)(6) 2021, the customer began feeling ill so the next of kin called paramedics, and the customer was taken to the hospital, where it was determined they were suffering from a high of over 500 mg/dl, was having a heart attack, and they were covid 19 positive. The customer was taken off the pump upon admission. The customer passed away on (B)(6) 2021 due to the heart attack and complications of covid 19.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer passed away in hospital. The customer was hospitalized on (B)(6) 2021 as they went to get a covid test for surgery and they noticed the customer's blood glucose levels were high. The customer was hospitalized and had a heart attack. The cause of death was heart issues and covid 19. The caller stated that the customer had heart issues and unstable blood pressure that may have led to the customer's passing. The customer¿s blood glucose was high at the time of death. The customer was not wearing the insulin pump at the time of death. The insulin pump had been disconnected more than 48 hours prior to passing, at the time of admission. The customer was not using sensors. The caller declined to return the insulin pump for analysis.